Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a prime rewind alarm on his insulin pump. The customer's blood glucose level was not known. It stated that insulin was squirting out during a set change. It was also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. However, the device alarmed compromised force sensor during basic occlusion due to loose/protruded drive support disk. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.